Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient has checked the adhesive on head sets and states that they are not as sticky as they should be and is alleging that they are defective. No adverse event alleged. A request was made for the return of the device.